Event description:
It was reported that the customer was treated by the paramedics for low blood glucose. The programming was correct on the insulin pump. No additional information was provided at the time of call.

Manufacturer narrative:
Currently, it is unknown, whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.